Event description:
Provider alleges sitting in trex28rp wheelchair the left wheel handrim is cracked and bent, missing a spacer and wheel well has been cracked and pushed into the body of the chair. Provider states just opened box today.